Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported in response to the inquiry for the cause of getting the shot of electricity that hurt so bad that it had not happened again, however they had not changed the program . In response to the inquiry for steps taken to resolve the shot of electricity that hurt so bad, the patient reported they changed the program to one that they hadn't used before and that they turned it down to a point as they had it too high. In response to the inquiry for resolution of the bladder leakage and going through a lot pads the patient reported they were still going through a lot of pads: at least 3 a night and a few during the day. The patient also noted they were grateful for their manufacturer company device and that they remembered how it was before. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient had the interstim implant since 2016. Patient reported that they had bladder leaking that was heavier than normal and that they were going through too many pads. Patient mentioned that it was gradually getting worse, and that they would be good for a couple of days, and then will notice their symptoms getting worse. They stated they hadn't changed the settings since (B)(6), but stated that they had been going through way too many pads. Patient stated its maybe been a month to 3 weeks. Patient stated they put in new batteries into the programmer, so that they can make adjustments to the stimulation. They reported when they put the antenna on their incision and turned the programmer on, they got a shot of electricity that "hurt so bad". They stated that they took the antenna off of the incision, but it was still shocking like a "high voltage". Patient noted that the shocking was not as severe with the antenna off of the incision, but it was still there. They confirmed this issue happened today. During call, patient had access to programmer and had ability to change and adjust stimulation. They synched and showed stim on program 2, at 6.8v. Patient inquired how high the stimulation can go. Reviewed the stimulation intensity can possibly be adjusted to 8.5v. The patient inquired about changing programs. Reviewed considerations w/ the therapy, feeling stimulation, and making changes to the settings. Patient confirmed that they wanted to increase the stimulation so they increased stimulation to 7.1v, and indicated that stimulation was comfortable. They reported feeling stimulation now, and that the level was absolutely fine and that the stimulation was tingling a little bit, but that the tingling goes down after awhile. Patient redirected back to their healthcare professional (hcp) check the ins. No further complications were reported or anticipated.

Manufacturer narrative:
Added patient code (B)(4) to capture event. If information is provided in the future, a supplemental report will be issued.